Manufacturer narrative:
The analyzer's serial number is (B)(6). The customer's calibration signals were slightly above the expected values. The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys vitamin d total iii results for 1 patient on a cobas e 601 module. The initial result was 7.72 ng/ml. On (B)(6) 2024 the sample was tested on a different module in another laboratory and the result was 18.1 ng/ml. On (B)(6) 2024 the sample was tested on a different module in the same laboratory as the first result and the result was 11.02 ng/ml.

Manufacturer narrative:
The provided qc results did not reflect the relevant time. According to the data, the customer does not perform qc daily. On (B)(6) 2024: the qc level 1 was acceptable but the qc level 2 was not performed. On (B)(6) 2024: no qc was performed. On (B)(6) 2024: both qc levels were acceptable. On (B)(6) 2024: no qc was performed. The alarm trace showed abnormal sample aspiration alarms on (B)(6) 2024 and multiple abnormal sample aspiration alarms from (B)(6) 2024. There was no evidence of a general problem with the sample quality. The investigation did not identify a product problem. The cause of the event could not be determined.